Manufacturer narrative:
Continuation of d10: product ID: evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, the deployment of the valve was attempted four times as the valve would not seat at an appropriate depth. Subsequently, the valve was withdrawn from the patient, and no further intervention was performed. Per the physician, the patient's pre-existing severe aortic regurgitation contributed to the dislodge. No patient complications were reported as a result of this event.

Event description:
Additional information was received that during the valve implant, the starting deployment point was mid pigtail and bottom pigtail on different attempts. Prior to valve dislodgement, the implant depth was 4 millimeter (mm) on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). A medtronic confida guidewire was used for the first three implant attempts and a medtronic stedi guidewire for the fourth implant attempt. The valve dislodged aortic into the ascending aorta during the implant attempt.

Manufacturer narrative:
Updated data: b5 d4 continuation of d10:  product ID gwbc30 (lot #: na); product type: guidewire; implant date n/a; explant date n/a product ID stedi-3 (lot #: na); product type: guidewire; implant date n/a; explant date n/a. H4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.